Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken, bent, scratched and nicked, rendering the device inoperative. The device shows signs of extensive use. The clinical medical evaluation concluded that during a thr procedure the ruler broke and it is unknown if all the broken pieces were recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Based on the limited information provided the root cause of the reported breakage could not be determined. The material composition is ultem 2300 black. The ruler is manufactured and intended as externally communicating device and is not approved for implantation. Therefore, long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during thr procedure that the ruler was broken inside the patient. The procedure was completed without delay, using a backup from smith & nephew. The surgical outcome is unknown.